Manufacturer narrative:
Date of event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The bending section cover bond is cracked due to external factors. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Liquid leakage to the scope connector due to handling is observed. Dirt on the insertion tube that is difficult to remove due to handling (insufficient cleaning) is acknowledged. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The issue occurred when the scope was connected to the evis x1 video system center. The contacts were cleaned the issue did not improve. Other scopes started normally. The error was displayed on the monitor screen and system liquid crystal display (lcd) when the power was turned on. No patient injury and no procedure impact reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, the updated device evaluation and the legal manufacturer¿s investigation. The device was reevaluated by olympus. An additional issue was found. The bending section over was peeling. The legal manufacturer performed an investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: a similar complaint for the same model was patient identifier (B)(6). A similar complaint from the product group was patient identifier (B)(6). Conclusion: the root cause could not be conclusively specified. Water invasion in the scope connector was recognized. Considerably, water invasion may have caused a short-circuit of the inner board of the scope connector. The presumable causes of water invasion are: the scope was immersed while the venting cap was attached. During the reprocessing procedure including pre-cleaning, a load was applied to the device by accident, so that the valve of the venting connector opened. Strong water pressure hit the check valve of the venting connector directly. Damage to the water leak test air tube occurred while using the reprocessor, insufficient connection, damage to the packings of the reprocessor, or the water leak test air tube may have possibly caused water invasion in the tube, which may have caused water invasion in the connector during a leak test. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue was detected during preparation for use. The facility was informed water leakage had been occurring for quite some time. An additional event with the same issue occurred with another scope on (B)(6) 2022. This complaint is related to patient identifier (B)(6) (pcf-h290zi, s/n (B)(4)).